Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, no communication could be established with the device. Several attempts were made but were unsuccessful. Upon explant, device looked inflated. Device was replaced. Patient was fine post-procedure.